Manufacturer narrative:
Exact date of event is unknown.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 6cm diameter thoracic aortic aneurysm. It was reported there appeared to be a type ib endoleak on CT scan. The physician brought the patient back to or and angiography did show an endoleak but it¿s source was not determined. The physician placed a valiant main 2cm distal to original valiant device this resolved the endoleak. The physician is still unsure if it was a type ib or type iii. The physician stated that the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.